Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the physician deployed the angio-seal device in the left common femoral and it appeared that there was no anchor or suture in the device. The sheath was removed and converted to manual pressure. Hemostasis was achieved manually, and the patient was discharged. The blood loss was less than 250cc's. Additional information was received on 15june2020: a 6fr sheath was used during the procedure. A pre-deployment angiogram was performed. When deploying the angio-seal, all the placement steps were followed. It was thought that there was no anchor or suture in the device, when the device was pulled back to deployed. There was no difficulty or resistance felt in following the steps for deployment. The user was able to locate the artery correctly by following the deployment steps. It was not thought that the device contained no anchor or suture immediately after opening the package.